Event description:
It was reported that after connecting the patient with the defibrillation electrodes in a cardiac arrest event, the device would not stop displaying a "connect electrodes" message and would not detect the patient connection. It was indicated that the police arrived with another device and delivered three defibrillation shocks to the patient with a second set of defibrillation electrodes; however the delay between the reported failure and the successful delivery of defibrillation is not known. The patient was successfully resuscitated with the second device.

Manufacturer narrative:
(B)(4). After several follow-up attempts with the customer, physio-control was unable to confirm if this particular device was either repaired or removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure cannot be determined at this time.